Event description:
It was reported the patient feels weak. Interrogation by remote transmission showed the atrial lead had high thresholds. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant devices: 4194 left ventricular (lv) lead 2010 (B)(6), 7120 comp/stj implantable tachy lead 2010 (B)(6). (B)(4).